Event description:
It was reported that a user of the ilet bionic pancreas called in with a blood glucose value of 191 mg/dl during a routine supply change, with the cause of hyperglycemia unclear, and no alerts or alarms reported. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included no hospitalization, no long-term impairment, and no other health impacts. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction reported and no device component issue identified during the support interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.